Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2019-02386, 1627487-2019-02387. It was reported the patient's leads had migrated, discovered during a revision of the leads to address another issue. The leads were explanted and replaced in the same procedure, addressing the issue.

Manufacturer narrative:
Correction noted in "event description" about explant procedure.

Event description:
Device 1 of 3; reference MFR report: 1627487-2019-02385, 1627487-2019-02386, 1627487-2019-02387. It was reported that only two leads were explanted, not all three. It is not known which two leads were explanted in the reported explant surgery.